Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's mother reported that her daughter has experienced, over the past 2 months, 10 occurrences of infusion set tubing separating at the luer lock connection. She stated that the outer tubing would separate first and then it would eventually break completely off. The patient's mother stated that her daughter does not put any rough tension on the tubing to cause the breakage. The mother stated that they have identified the separations immediately and replaced the infusion set tubing, therefore, she has not experienced any blood glucose concerns. The patient did not require any medical assistance from a healthcare professional or second party to address the issue. The patient discarded all of the affected tubing, therefore, no product will be returned for evaluation. The patient was advised if this issue recurs to keep the affected product to return for evaluation.